Event description:
It was reported that prior to a MRI breast biopsy, the interlock box connection showed an error. The case was aborted and the patient was rescheduled for a case the next day. No adverse patient consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.